Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she does not believe the meter is properly tracking active insulin. Caller stated the patient only confirmed 7 units for correction bolus throughout the morning and meter should not have displayed 8 units of active insulin. No adverse event reported. Requested return of the alleged device and replacement was sent.